Event description:
A nurse reports that during intraocular lens (iol) implant surgery, the iol was noted to be broken after the iol was inserted into the eye. The incision was enlarged to facilitate removal af the broken iol. Additional information has been requested.